Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins was confirmed to have migrated and no circumstances lead/caused the issue of pain and discomfort in their rib area. The ins was removed on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the hcp believed the ins might have migrated. The ins was on their right shoulder but the patient was having pain and discomfort in their rib area. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.